Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a stent deployment issue occurred requiring additional intervention. The 3.50 x 48mm synergy xd mr drug-eluting stent was selected for use. However, only the distal portion of the stent deployed within the artery during implantation. As a result, the stent had to be removed from the delivery system and pressed against the artery wall with another stent. There were no patient complications reported.